Event description:
Description of event user advanced the device through endoscope to desired position while found out the needle advancement difficulty. User changed to a new needle to complete the procedure. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Additional information received on 10-oct-25 1. Was puncture of the targeted site difficult? No. 2. Was the scope recently service/repaired? No. 3. Was the device used in a tortuous position? Yes 4. Was force required to remove the device? Not answered 5. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement 6. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 7. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Not answered 8. Was gaining access to the target site difficult? No. 9. Was force required on insertion of device into scope? Yes 10. Was resistance felt while inserting the device through the scope? Yes 11. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 12. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 13. Was the syringe used during the procedure, after the stylet was removed? No. 14. Was difficulty experienced while retracting the needle? No. 15. Was it possible to be fully retract before removing the needle from the patient? Yes 16. How many samples were obtained (passes completed) with this needle? 0 17. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes 18. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 19. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes confirmed on (B)(6) 2025 that actually a "kink was observed prior to return."

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2256791 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 14 oct 2025. Visual inspection: proximal kink below sheath extender observed. Stylet examined and no issue observed. Distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle unable to advance. Stylet removed from device with difficulty. Attempted to reinsert stylet but would not pass kink below sheath extender. Needle removed from device and kink observed below sheath extender. Needle handle able to advance and retract upon needle removal. Additional information was received which confirmed the proximal kink observed in the lab evaluation was present prior to device return. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 device of lot number c2256791 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2256791. Instructions for use and label: the notes section of the instructions for use (ifu0101), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the IFU step 7, "prior to puncture, retract the stylet slightly (approximately 1cm) from the luer fitting on the needle handle, to ensure the sharpened needle tip is exposed." There is evidence to suggest that the customer did not follow the instructions for use, as the customer did not partially remove the stylet from the device prior to puncturing the lesion (ifu0101). However, based on the available information, it appears that the needle advancement difficulty was caused by the proximal needle kink which is the primary failure mode, and the use error was secondary. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined based on the available information. However, a possible root cause may be attributed to needle advancement difficulty caused by a proximal kink located below the sheath extender, as observed by the customer during the procedure. According to the patient/event notes, the device was used in a tortuous anatomy, and the endoscope was positioned in a flexed or twisted configuration. These factors could have contributed to the formation of the proximal kink. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there was needle advancement difficulty.. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined based on the available information. However, a possible root cause may be attributed to needle advancement difficulty caused by a proximal kink located below the sheath extender, as observed by the customer during the procedure. According to the patient/event notes, the device was used in a tortuous anatomy, and the endoscope was positioned in a flexed or twisted configuration. These factors could have contributed to the formation of the proximal kink.